Event description:
It was reported initially by customer that device caused under-infusion to pt. Through several attempts to gather more info from customer, it was reported that bag had approx 100ml more than expected by the end of infusion. Customer reported no further details could be provided about the event. Customer also reported that pt did not experience any adverse affect as a result of reported issue. Customer reported that pt is doing fine.

Manufacturer narrative:
Failure analysis results: the reported complaint was not confirmed for the reported issue. Upon receipt of the device from customer, device underwent 3 add'l volumetric evals. Device passed volumetric evals and tested within specifications. Investigation results: a 3x volumetrics of 120ml/hr and 10ml using customer set tested within: 1st test: 10.0ml or 100% of expected volume, 2nd test: 10.0ml or 100% of expected volume, 3rd test: 10.1ml or 101% of expected volume. Preventative maintenance was also performed on device. There is not sufficient info available to determine root cause for reported complaint. Ongoing communication with customer to collect add'l info is still in progress so that root cause can be determined for reported issue.